Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer took no action to address bg. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.